Manufacturer narrative:
The device was returned as part of the asset return process. During the evaluation it was found that due to wear of scope cover packing, water tightness was lost, due to corrosion on plug unit, b30 (scope communication err) occurred, the cable unit was dirty due to water leakage, the air and water cylinder and the suction cylinder both had no color, the connecting tube had a buckling, the universal cord had a wrinkle, the plastic distal end cover had a chip, the grip, right/left knob, upward/downward knob, due to shortcut of circuit board unit, error code b31 was displayed, and the objective lens had scratches. It is most likely that the reported event was likely a result of insufficient cleaning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a whitish foreign material was found inside of the air/water cylinder and air/water tube. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope cover packing. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.